Event description:
The customer reported the system displayed high and low ma errors including a settle error. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The customer had chosen not to repair the system as of yet. No conclusion can be made.